Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed. H6. Component code 4755 - user was not pausing device during exercise.

Event description:
On 08/19/2025 the patient reported multiple low blood glucose events, with the lowest at 53 mg/dl. Lows were corrected with raisins, juice, applesauce, and honey, bringing blood glucose back into range. The ilet alerted for low blood glucose. No medical intervention or outside assistance was required, and the patient reported feeling okay. The patient was advised on use of the pause feature during activity and to monitor intake to help prevent further lows.